Event description:
A site representative, or staff, reported that while in a cranial biopsy procedure, the biopsy instrumentation would not track. Initially the site was unable to track the needle after locking the trajectory. A second biopsy needle was opened and used with no resolution. The surgeon then unlocked and re-locked the trajectory, and was then able to navigate the biopsy needle and continue. As the surgeon approached the biopsy target the guidance view no longer showed anatomy or the progress bar. The surgeon opted to halt the biopsy and re-scan the patient. After re-scanning the patient, a medtronic representative arrived on site, and was able to re-position the instrumentation and create a new software plan. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. The reported troubleshooting delayed the surgery by approximately 3 hours.

Manufacturer narrative:
The decision to file this report was derived from findings of an internal manufacturer CAPA addressing delay of therapy to the patient. Software investigation completed. Findings are that the user had set target as the entry target for the biopsy. A medtronic representative re-positioned the biopsy, created a new plan (new entry point and new target point) in the software and the surgery continued without further issues. Software functioning as designed. A medtronic representative performed a navigation system check-out, all areas passed.